Manufacturer narrative:
The device has been received for evaluation however, investigation is not yet complete.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm where the customer reported that after priming the 011-cl3020 (40" (102 cm) admin set w/chemolock¿, 20 drop in-line drip chamber, spiros®, bag hanger) was connected to the clave on the plum 360 line. The inner core was found to be depressed, and no back prime was possible; the line was blocked. There was no medication being used with this product. The product was not reprocessed or re-sterilized prior to use. There was patient involvement, a delay in therapy but harm was not reported as a consequence of this event.

Manufacturer narrative:
Investigation summary received one (1) used list# 140159291 primary plum set for inspection a stickdown was observed on the secondary port of the cassette clave on the sample. No other damages or anomalies noted. The complaint of inner cored being found depressed and no back prime possible was confirmed. The clave on the second sample was disassembled. The spike was bent, and the seal was cored with a tear on the side. The probable cause of the clave seal stick down is due to access with an incompatible mating device during use. The dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.